Event description:
It was reported that a nurse set up a heparin drip at the nursing desk prior to patient administration. When the nurse paused the pump, the infusion was allegedly "still dripping in a paused state." The nurse removed the device from service but did not report the issue internally because ¿it didn¿t reach the patient¿. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.